Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Faded serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm on the insulin pump and it was not working. The customer stated that the insulin pump had a symbol of the insulin pump and an arrow with an x and continue to vibrate and could not do anything with the actual insulin pump. The customer was swimming prior the event. They also reported that the belt clip was broken and the numbers were faded. The device will not be returned for analysis.